Event description:
The associated ra lead was extracted and replaced and the rv lead was repositioned with a tyrx pouch, which was placed to prevent twiddler syndrome. This was the second time this lead had been dislodged due to twiddlers. All available info suggests this lead remains implanted. If additional info becomes available, this event will be updated.